Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen freezes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the touchscreen freezes. The customer also reported that if the device was left on for over an hour, the touchscreen would lock up and not function. The customer performed a calibration and was unable to duplicate the reported issue after. The customer stated they would run the device for the day and see if the reported issue was resolved. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.